Event description:
It was reported to philips that the emergency stop was active. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at time of event, user had to push power on button for 3 second, wait 2-3 mins till geometry restart finish to continue using the device. A philips field service engineer (fse) examined the system onsite and confirmed that emergency stop button was frequently activated when device at standby. A review of the system logfiles found power control unit (pcu) delay power on self-test (post) failed. To resolve the issue, fse replaced power control unit (pcu). After replacement, the system returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.